Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive campylobacter patient result with an unusual pcr curve was obtained. Test was repeated and was campylobacter negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.